Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
A complaint was reported involving a patient who underwent knee revision surgery (B)(6) 2019. The original surgery occured on (B)(6) 2019. The revision surgery occured because of reported infection. During ther revision, the tibial insert and femoral component were removed and replaced with new components.